Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had generated an alarm, and the screen turned black, and stopped operating. The device was in clinical use when the issue occurred. When the device was restarted, it kept operating. There was neither delay in therapy nor medical intervention reported due to the event other than a ventilator swap. There was no patient or user harm reported. A service engineer (se) evaluated the device and reported that the customer's issue could not be duplicated during the test run. The se noted that the device¿s event log was reviewed, and the se confirmed that error code 1009 ((vent-inop): pressure regulation high) was observed. The accuracy of the pressure sensor was checked, and no abnormality was observed. No part needs to be replaced at this point. Completion of device service will be performed pending customer¿s approval.

Manufacturer narrative:
A follow-up was done with the key market representative, and it was reported that no further issues were found with the device. No further actions were performed by the service engineer (se) regarding the alleged issue. D4 - product UDI is corrected.